Event description:
It was reported that the shaft got separated. During the preparation of a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used. When first flushing was performed the shaft got separated. The procedure was completed with another with the same device. No patient complication reported and the patient's condition is good.

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed the catheter was received with the female telescope tubing assembly detached at the anchor seal housing exposing the imaging core assembly. Water was leaking from the detached telescope assembly during the flushing process. The telescope assembly was not able to properly pullback or advance due to the detached telescope tubing. Impedance testing finds that there was no electrical disconnect in the imaging circuit. Full image characterization cannot be performed due to the telescope detached. The detachment exposes the imaging core which might onset a windup in the imaging core when a functional test is performed. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the shaft got separated. During the preparation of a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used. When first flushing was performed the shaft got separated. The procedure was completed with another with the same device. No patient complication reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).